Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver did not display data. No additional event or patient information is available. The complaint device was not returned for evaluation. Data was provided by the patient's mother and reviewed on (B)(6) 2015. The complaint of the receiver not displaying data could not be confirmed through the logs. A root cause for the reported event cannot be determined.